Event description:
A lifecor patient services representative (psr) contacted lifecor customer support to report issues with the battery pack. She stated that neither battery pack would turn on any lights in the charger. She stated that when inserted into the monitor, both batteries show question marks instead of the battery power indicator. The monitor prompted to "please reinsert battery." Support requested a download. Download reveals several "battery pack fault" flags. The psr verified that there are bent pins in the monitor./ one of the broken pins from the monitor was lodged in one of the batteries. Support has the psr replace the monitor and one battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but it likely due to a battery pack being forced into a monitor with the connectors misaligned. The battery pack has not been returned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor.